Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device's volume is inaccurate and is up to 20 percent. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 15-aug-2022 via email and attached to complaint object: there was no patient involvement with these pumps. All five pumps were found in a box in storage. The pharmacy director tested them by setting the pump to deliver 100 ml, but they only delivered 80 ml. This is the case for all five pumps. They are two years old and haven't had any service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110. H4: correction: device manufacturing date: 18-feb-2020.

Manufacturer narrative:
Other, other text: no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. High alarm displayed: cassette not attached properly was found in event log history. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The root cause of the reported issue was not able to be determined. No actions were taken to mitigate the reported issue since no issue was found.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b4: updated aware date: 09/07/2022.